Event description:
It was reported that this right ventricular (rv) lead could be dislodged as it showed questionable capture and sensing. The recorded atrial tachy response events showed what appears to be ventricular intrinsic conduction, but the device was not seeing it. Intrinsic conduction at the rv had decreased its amplitude when compared with implant values. Technical services recommended bringing the patient into the clinic to evaluate the device further. The rv lead remains in service at this time. No adverse patient effects were reported.